Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had noisy image. Inspection and testing of the returned device found nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. The facility's clean, disinfect and sterilize (cds) , reprocessing information and foreign matter surveys results were noted below : 1. Device was cleaned, sanitized and disinfected prior to sending the device for repair. 2. Facility cannot tell when the foreign matter adhered on the device. 3/4. Not aware of what the foreign matter is. 5. There was no delay between the end of clinical use and the start of precleaning 6. Water and air was supplied to the air/water nozzle. 7. There were abnormalities with the accessories used for reprocessing. 9. Wiped/brushed the air/water nozzle with gauze, brush, or sponge. 10. Flushed the air/water nozzle with detergent solution. 11. Any concerns on reprocessing- no response provided.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the charge-coupled device unit, a noisy image occurred. The nozzle had foreign objects. Due to a pinhole on the channel-tube, water tightness was lost. Due to wear of angle wire, the bending angle in the up direction did not meet standard value. Due to wear of the angle wire, the play of the up/down knob was out of standard value. The distal end was loose. The adhesive on the distal end was cracked. Adhesive on the distal end had white-clouded area. Due to clogging of the nozzle, air and water supply volume did not meet standard value. The light guide-bundle was slipping down. The adhesives around the objective lens had white-clouded area. The light guide lens was cracked. The adhesives around light guide lens had white-clouded area. The connecting tube and the protector of the universal cord on the scope-connector side were scratched. The adhesives around the objective lens had white-clouded area. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that the foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.